Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an adverse event possibly related to purewick male external catheter. The adverse event was reported in clinical study (B)(6). The adverse event was severe fever starting on (B)(6) 2026 requiring prolonged hospitalization. It was unknown what medical intervention was provided. Outcome of adverse events were not recovered and not resolved.